Event description:
Patient later reported gel bleed. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: gel bleed.

Event description:
Patient reported right side "recurring pain" and "minimal" capsular contracture baker grade unknown. Patient later reported "pain, fatigue, and swollen lymph nodes." The event of fatigue is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown, pain, malaise-ndr.